Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced diaphragmatic stimulation due to atrial lead. The patient is extremely bradycardic and pacer dependent. The lead was repositioned successfully on (B)(6) 2019 and the issue was resolved. The patient was recovering.